Event description:
The pt had the following medical history: omi, cardiorespiratory arrest, acute heart failure, cardiogenic shock, vt, lipid metabolism abnormality and smoking. A staged pci was conducted to treat the proximal left circumflex. It is unk if pre-dilation was conducted. A 2.5x23mm cypher stent (lot number unk) was implanted at 10atm. Inflation time was unk. Balloon angioplasty was conducted with a 2.0x20mm aqua balloon at 8atm for 60 secs. Because the cypher was not fully dilated, post-dilation was conducted with a 2.75x08mm balloon at 20atm. Inflation time was unk. There was a lesion remaining at the mid left anterior descending (lad), but it was scheduled for treatment on a later date. One month later, pci was conducted to treat the remaining cto lesion from the left main to the proximal lad. A 3.0x18mm cypher stent (lot number unk) and a 3.5x23mm cypher stent (lot number unk) were implanted. Post-dilation was conducted by kissing balloon technique at 16atm. Balloon size and inflation pressure were unk. Eight months later, a f/u coronary angiography was conducted and restenosis was observed inside the 2.5x23mm cypher stent implanted at the proximal left circumflex. There was 90% restenosis. The pt did not show any symptoms. There were new lesions in the posterior descending branch. Two weeks later, elective pci was conducted to treat the restenosis. A guidewire was inserted to protect the vessel, and balloon angioplasty was conducted with a 3.0 x 14mm vent balloon at 20atm. Inflation time was unk. Because the dilation was not sufficient, balloon angio was conducted again by kissing balloon technique with a 3.0x14mm vent balloon at 12atm at the lad and with a 3.0x15mm nc mercury balloon at 20atm at the left circumflex. Ivus was conducted. The pt was in stable condition and there was no treatment of the lesions in the posterior descending branch.

Manufacturer narrative:
This device cjs23250 (lot unk) is distributed outside the us; however it is similar to the us product cxs23250. The exact lot number of the product involved is unk. However, it is 1 of the 2 following lot numbers: i0705029 or i0605042. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.